Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use a scuba peripheral stent system to treat a moderate calcification and minor tortuosity lesion. Stent was inspected before use and no abnormalities were noted. No pre-dilatation was performed. During procedure, the stent came off the balloon, and was found dislodged while advancing the sheath of the device. The dislodgement of the stent occurred before inserting into the introducer sheath. The surgery time was extended and caused some potential risks. The device was removed from the patient. The patient status is stable. No other clinical sequelae were reported for this event. "Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Device evaluation: the stent was dislodged from the proximal marker to the distal one about 2 mm. The proximal end of the stent was found damaged. A proximal strut was found damaged. A damaged point was found on the shaft at about 35 cm from the stent. The device was analysed using a microscope: no traces of blood or radio opaque solution were detected on the shaft. No other abnormalities were detected on the shaft. The crossing profile of the dislodged stent was measured using a microscope on the middle and was found out of spec. The crossing profile was measured at the ends and it was out of specification, however it is reasonable due to the failure occurred. On the surface of the balloon, crimping marks of the stent were identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.